Event description:
It was initially reported by the company rep, that at the vns patient's recent appointment, the patient was said to have an increase in seizures that started prior to the appointment on (B)(6). At that time, it was indicated that the patient had a seroma around the generator and was referred to the surgeon for eval. On (B)(6) 2010, the surgeon drained the seroma and prophylactically prescribed antibiotics. There is no known infection at this time. The patient's seroma was initially believed to be related to one of her falls that could have caused possible trauma. When the patient came in for her most recent appointment, diagnostics were performed, which showed high lead impedance, so it is unclear if the seroma may be the result of a lead issue (i.e. Lead fracture). It is also unclear if the increase in seizures caused the high lead impedance or the high lead impedance caused the increase in seizures. The site of the seroma still appeared to be swollen at the time of the patient's recent appointment, but due to the patient's darker skin, it could not be confirmed if the site was red in color. The patient's baseline levels could not be verified by treating physician's office because the pt is new to their office and the pt has been implanted for about 10 years with vns. The patient is known to have drop attacks with her seizures and wears a helmet. Her seizures are said to be currently lasting approx 15 min in duration. Due to the high lead impedance, the pt was disabled and referred for full revision. The patient was also referred for x-rays, but has yet to be forwarded to the MFR for review. The patient has had her lead and generator replaced, but good faith attempts to obtain the device have been unsuccessful to date.

Manufacturer narrative:
Eval conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.